Event description:
Retroactive reporting to the FDA of an incident that occured in the UK market on 4/21/2023. Q'apel medical became aware of the incident on 5/9/2024. Q'apel medical filed an initial mir report on 5/18/2023. Q'apel medical filed a final mir report on 6/8/2023. Conclusion: an adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. The device did not malfunction. Physician had assessed that this patient would be very prone to vessel spasm. Physician believes there was some spasm during delivery which caused a small dissection. Imaging shows that the balloon never passed the site of dissection, so it was likely guide wire related. As a remedial action, the physician had administered 500mg of aspirin intravenously and waited 20 minutes before being satisfied that the issue had resolved. The dissection was not visible on the cta the next day. Additional information about the patient: age of patient - 40; gender - male; onset - 17:45; 1st run - 22:05; location of clot - left m1/m2; nihss - 8/21. Sheath - 9f cordis avanti+ intermediate - red 62. Stentriever - solitaiate 4x40. Tici score - 3. Patient and procedure outcome: 500mg IV aspirin given and waited approx 20 mins before issue had resolved (non-flow limiting so no need for a carotid stent.) Tici score - 3.

Manufacturer narrative:
In an email sent by the q'apel sale rep, (B)(6) on 5/11/2023 (see attached): "balloon inflation (this shows dissection just distal to position of balloon).". "..the balloon never passed the site of dissection so likely to be guidewire related ". The investigation determined that the dissection wasn't due to balloon inflation. The physician had assessed that the patient would be very prone to vessel spasms and believed that there was some spasm during delivery which caused a small dissection. It was not flow-limiting. This is a known and industry-accepted risk in catheter delivery in the neurovasculature space.